Event description:
It was reported that the patient had right ventricular (rv) dysfunction. The right heart failure did not exist pre-left ventricular assist device (lvad) implant. It was noted that the rv failure was potentially caused by the device. They had moderate rv dysfunction after having their lvad for 3 years and imperfect medication compliance could have contributed. The patient was well-supported with their lvad with proper flows, but rv function started to decline. The patient passed away due to failure to thrive and rv failure related to progressive clinical decline. The pump was not explanted. It was later reported the patient's right heart failure developed after being implanted for 3 years. The cause of the rv dysfunction was not identified but potentially could have been device related or due to imperfect medication compliance.

Manufacturer narrative:
Manufacture's investigation conclusion: a direct correlation between heartmate 3 left ventricular assist system (lvas), serial number (B)(6), and the reported events and subsequent patient condition could not be conclusively established through this evaluation. The relevant sections of the device history records for (B)(6), were reviewed and showed no deviations from manufacturing or quality assurance specifications. The current revision of the IFU can be found on the eifu page of the abbott website. The heartmate 3 lvas IFU rev. D is currently available. Section 1 of the IFU, ¿introduction¿, lists potential adverse events, including right heart failure and death, that may be associated with the use of the heartmate 3 left ventricular assist system. Section 6 of the IFU (under "right heart failure") discusses the potential development of right heart failure following implant and outlines the associated treatment options. No further information was provided. The manufacturer is closing the file on this event.